Event description:
A customer informed us of a leaky tissue expander. The expander was later removed and the customer informed us that they found a puncture at the valve caused by the physician during implantation.

Manufacturer narrative:
This report is being initiated following an FDA field audit and a review of our complaint file.